Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the solenoid valve to resolve the issue.

Event description:
It was reported that a ventilator generated an error code for safety valve open. There was no patient involvement.